Event description:
During a laparoscopic gallbladder procedure, we were using a ethicon endo-surgery ligaclip 10 as per manufacturer's instructions. Three clips were placed on the cystic duct without issue, however upon trying to clip the cystic artery a short time later, the clips were noted to be dropping out of the clip applier. Several attempts were made to reload the device with the same result prior to the device being exchanged. The scrubbed staff member noted that the width of the opening of the clips was noted to be similar than the width of the clip applier jaws.